Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for pump is (B)(4) and reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cylinder had a hole, so all components were removed and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally tested, and leak tested. Microscope inspection revealed that the pump kink resistant tubing (krt) were worn to the filament. One krt had a hole from fatigue at the strain relief. Leaks were identified. The pump did not meet activation test requirements. The cylinder was microscopically inspected and leak tested. The cylinder exhibited a hole in the outer tube from krt wear in the proximal end to middle of the cylinder. No leaks were identified. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. Based on the information available and the analysis results, the reported clinical observation of device mechanical issue could not be confirmed; however, the pump not meeting functional test requirements may impact product performance. Additionally, the allegation of cylinder hole/perforation was confirmed due to the presence of a hole in the outer tube resulting from krt wear. D4. Concomitant product UDI for pump is (B)(4) and reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cylinder had a hole, so all components were removed and replaced. No patient complications reported.